Event description:
During implant and prior to sensor implant, frequent ectopy occurred which the physician attributed guide wire looping. No treatment was provided to resolve the ectopy and the ectopy resolved without intervention. After the sensor was deployed and the delivery system was removed, it was noted that the sensor was sticking to the delivery system. After successful implant, the user had difficulty acquiring a signal and getting an emi free reading to calibrate the sensor. The patient stayed overnight due to the ectopy and in order to calibrate the sensor.

Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.